Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty patient board set.

Event description:
A user facility reported to olympus that the video connector was causing image problems and they experienced a distorted and green image on the screen. The reported problem occurred during a patient procedure. The intended procedure is unknown. The procedure was completed using another similar device (model and serial number unknown). There was no patient injury or harm associated with the reported problem.